Manufacturer narrative:
Concomitant medical product - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Three days prior to the patient passing the right ventricular (rv) lead had triggered an alert for out-of-range pacing impedance and multiple stored episodes with noise and oversensing present. The following day reprogramming was completed, and the alerts and high voltage detections were programmed "off." A lead revision procedure was scheduled, and the patient was sent home. The next day the patient was found slumped over on their tractor. Follow up with the funeral home provided a cause of death from the death certificate as: acute myocardial infarction.